Event description:
Pt admitted to hospital on (B)(6), 2010 for primary right hip replacement. Surgeon broached for size 8 lateral k1 hip stem. Implanted stem and stem subsided. Surgeon then broached for size 9 lateral stem which was also implanted and subsided causing a 45 minute delay in surgery. Surgeon successfully completed surgery with a k1 monoblock stem size 10 lat +. Pt experienced no problems post surgery and released from hospital.

Manufacturer narrative:
Complaint is not associated with defective product. Use error may have caused 45 minute delay in surgery.